Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the abdomen between 5 and 24 hours. The patient reported hyperglycemia and subsequently presented to the hospital on (B)(6) 2026, where a blood glucose value of 32 mmol/l (576 mg/dl) was obtained. The patient reported insulin leaking from the pod and experienced slightly blurred vision. Ketones were reported as normal. Fast-acting insulin was administered, and the patient remained hospitalized overnight. Hyperglycemia was diagnosed. The pod was changed, and a new pod was successfully activated. The patient was discharged on (B)(6) 2026.